Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the smart device and transmitter occured. No additional patient or event information is available. Data was provided for investigation. The complaint confirmation of a pairing failure was confirmed. In addition, a failed transmitter error was present in connection to the reported allegation. The root cause could not be determined. The reported issue of a pairing failure is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4).

Event description:
The probable cause of the pairing failure was determined to be a failed transmitter error. The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and transmitter was not found within the investigation window. The allegation was confirmed. The probable cause was a failed transmitter error. No injury or medical intervention was reported.